Event description:
The consumer indicated that her tampon came apart upon removal and tampon pieces remained inside of her. She indicated that she also experienced irritation. She thinks she was able to remove the remaining pieces, but plans to follow-up with her doctor.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.